Event description:
The manufacturer has become aware of information during post market surveillance activities relating to a software problem relating to clearing dose counters function with revision e software of the indicated model device. Earlier version of software did not have this problem and are not affected by remedial action. A manufacturer's sales representative was performing in-service training to a customer and brought the following situation to the manufacturer's attention. If the pump is programmed to have the "dose counters" screen turned on in the reports menu and the user clears the dose counters (by pressing the enter key), rather than automatically advancing the user to the next report screen as expected, the pump inadvertently exits the reports menu and goes to the program screens. What program screens the user goes to - units, concentration or rate - depends on how the pump is configured. The program screens may be unlocked (llo or ll1) depending on how the pump is configured, enabling the user to have access to the pump program.